Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of "starts beeping while running. Beeping can only be stopped by removing the battery." No add'l info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, leakage was noted from the diagnosable batteries in the battery compartment of the device.